Manufacturer narrative:
(B)(4). No complaint was received with return of device. Final analysis that the lead was received in two pieces. Failure event observed during analysis. An insulation abrasion was noted breaching one re cable lumen at 3.1cm to 4.4cm from the distal tip. (B)(4).

Event description:
This report is to advise of an event that was observed during analysis.